Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a poor image. The issue occurred during preparation for use of a ear nose and throat therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image when unit burn image is gone, due to bad charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a poor image. The issue occurred during preparation for use of a ear nose and throat therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.